Manufacturer narrative:
No serious injury alleged. The lift is approximately 11 years old with no previous complaints. Maintenance history is unknown. The sling allegedly ripped off the hanger bar during a transfer. Manufacturer of sling is unknown. Nature of complaint suggests a transfer error and/or the use of a non-invacare accessory. Current user guide covers proper transfer methods and has warnings on using non-invacare accessories. Product has not been returned for evaluation at this time. Facility has requested an in-service. MDR filed as a conservative measure.

Event description:
The sling allegedly ripped off of the hanger bar and the aides dropped the consumer. No serious injury is alleged.